Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('essure micro-insert inner coils within the ducts with evidence of broken proximal third of the right inner coil.'), pelvic pain ('pelvic pain') and device dislocation ('migration') in an adult female patient who had essure (batch no. 893028) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), dermatitis allergic ("rash/skin condition"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss") and visual impairment ("vision problems") and was found to have weight increased ("weight gain"). The patient was treated with surgery (surgery to removed essure). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, pelvic pain, device dislocation, abdominal pain, dysmenorrhoea, dyspareunia, metrorrhagia, dermatitis allergic, psychological trauma, bladder disorder, urinary tract disorder, urinary tract infection, vaginal infection, fatigue, gastrointestinal disorder, alopecia, visual impairment and weight increased outcome was unknown. The reporter considered abdominal pain, alopecia, bladder disorder, dermatitis allergic, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, metrorrhagia, pelvic pain, psychological trauma, urinary tract disorder, urinary tract infection, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: she received treatment for the following events dysmenorrhea (cramping),dyspareunia (painful sexual intercourse),pelvic pain and abdominal pain. Discrepancy noted in essure insertion date: (B)(6) 2012. Trailing coils: left 2 right 1. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2012: essure confirmation test(s) (unspecified) bilateral occlusion. Lot number: 893028. Manufacture date: 2011-08. Expiration date: 2014-08 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 20-jul-2020: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('essure micro-insert inner coils within the ducts with evidence of broken proximal third of the right inner coil.'), pelvic pain ('pelvic pain') and device dislocation ('migration') in an adult female patient who had essure (batch no. 893028) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea cramping"), dyspareunia ("dyspareunia painful sexual intercourse"), metrorrhagia ("metrorrhagia bleeding b/w periods"), dermatitis allergic ("rash/skin condition"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss") and visual impairment ("vision problems") and was found to have weight increased ("weight gain"). The patient was treated with surgery (surgery to removed essure). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, pelvic pain, device dislocation, abdominal pain, dysmenorrhoea, dyspareunia, metrorrhagia, dermatitis allergic, psychological trauma, bladder disorder, urinary tract disorder, urinary tract infection, vaginal infection, fatigue, gastrointestinal disorder, alopecia, visual impairment and weight increased outcome was unknown. The reporter considered abdominal pain, alopecia, bladder disorder, dermatitis allergic, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, metrorrhagia, pelvic pain, psychological trauma, urinary tract disorder, urinary tract infection, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: she received treatment for the following events dysmenorrhea (cramping),dyspareunia (painful sexual intercourse),pelvic pain and abdominal pain. Discrepancy noted in essure insertion date: (B)(6) 2012. Trailing coils: left 2 right 1 . Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2012: essure confirmation test(s) (unspecified) bilateral occlusion. Most recent follow-up information incorporated above includes: on 18-jun-2020: plaintiff fact sheet received. Reporter added. Essure lot number added. Added event essure micro-insert inner coils within the ducts with evidence of broken proximal third of the right inner coil. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), dermatitis allergic ("rash/skin condition"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss") and visual impairment ("vision problems") and was found to have weight increased ("weight gain"). The patient was treated with surgery (surgery to removed essure). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, metrorrhagia, dermatitis allergic, psychological trauma, bladder disorder, urinary tract disorder, urinary tract infection, vaginal infection, fatigue, gastrointestinal disorder, alopecia, visual impairment and weight increased outcome was unknown. The reporter considered abdominal pain, alopecia, bladder disorder, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, metrorrhagia, pelvic pain, psychological trauma, urinary tract disorder, urinary tract infection, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: she received treatment for the following events dysmenorrhea (cramping),dyspareunia (painful sexual intercourse),pelvic pain and abdominal pain. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2012: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received: previously reported event "injury" was updated to "dysmenorrhea (cramping)", events- "dyspareunia (painful sexual intercourse),pelvic/abdominal pain, metrorrhagia (bleeding b/w periods), rash/skin condition, psych injury, bladder problems, urinary problems, uti, vaginal infection, fatigue, gi conditions, hair loss, vision problems and weight gain", lab data added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), dermatitis allergic ("rash/skin condition"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss") and visual impairment ("vision problems") and was found to have weight increased ("weight gain"). The patient was treated with surgery (surgery to removed essure). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, device dislocation, abdominal pain, dysmenorrhoea, dyspareunia, metrorrhagia, dermatitis allergic, psychological trauma, bladder disorder, urinary tract disorder, urinary tract infection, vaginal infection, fatigue, gastrointestinal disorder, alopecia, visual impairment and weight increased outcome was unknown. The reporter considered abdominal pain, alopecia, bladder disorder, dermatitis allergic, device dislocation, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, metrorrhagia, pelvic pain, psychological trauma, urinary tract disorder, urinary tract infection, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: she received treatment for the following events dysmenorrhea (cramping),dyspareunia (painful sexual intercourse),pelvic pain and abdominal pain. Discrepancy noted in essure insertion date: (B)(6) 2012 diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2012: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received. Reporter's information were added. Event added: migration. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('essure micro-insert inner coils within the ducts with evidence of broken proximal third of the right inner coil.'), pelvic pain ('pelvic pain') and device dislocation ('migration') in an adult female patient who had essure (batch no. 893028) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6)2012, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), dermatitis allergic ("rash/skin condition"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), visual impairment ("vision problems"), allergy to metals ("nickel sensitivity") and genital haemorrhage ("bleeding") and was found to have weight increased ("weight gain"). The patient was treated with surgery (surgery to removed essure). Essure was removed on(B)(6)2019. At the time of the report, the device breakage, pelvic pain, device dislocation, abdominal pain, dysmenorrhoea, dyspareunia, metrorrhagia, dermatitis allergic, psychological trauma, bladder disorder, urinary tract disorder, urinary tract infection, vaginal infection, fatigue, gastrointestinal disorder, alopecia, visual impairment, weight increased, allergy to metals and genital haemorrhage outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, bladder disorder, dermatitis allergic, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, metrorrhagia, pelvic pain, psychological trauma, urinary tract disorder, urinary tract infection, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: she received treatment for the following events dysmenorrhea (cramping),dyspareunia (painful sexual intercourse),pelvic pain and abdominal pain. Discrepancy noted in essure insertion date: (B)(6)2012. Trailing coils: left 2 right 1 diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6)2012: essure confirmation test(s) (unspecified) bilateral occlusion. Lot number: 893028 manufacture date: 2011-08 expiration date: 2014-08 quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on(B)(6)2020: pif received: lawyer was added. New events nickel sensitivity, bleeding was added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.